Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during the use of the product, the customer noticed the inflation line was detached. There was no patient injury reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is unknown. Similar customer complaints have been recently received therefore internal non-conformity report (B)(4) was created with purpose to evaluate this issue.